Event description:
The customer reported obtaining erroneous patient results for sodium (na) on their au480 clinical chemistry analyzer. The customer indicated three (3) patient results were reported out of the laboratory. The customer also indicated patients were treated based off the results, however, did not provide further details regarding the treatment. No additional information was provided. There was no report of death associated with this event. The customer did not provide patient data or demographics. This MDR is documented for change in patient treatment for patient 1.

Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the au480 clinical chemistry analyzer and noticed the sample pot overflowed and the sample probe tip was bent. The customer replaced the sample pot and the fse replaced the sample probe to resolve the issue. The fse performed calibration and quality control, which all passed. The fse verified the analyzer resumed normal operation. Information not provided by customer. The beckman coulter internal identifier is (B)(4).